Event description:
A fire occurred in the or during a biopsy of a chest lesion. Betadine prep was used and the incision was squared off with 4 utility drapes. The lap drape was placed on top. Physician was using a cautery that ignited flames that went up to the anaesthesia screen. The patient sustained burns on their neck and face that appeared to be from melted polypropylene. Topical treatment was given to remove the polypropylene drippings.